Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an occlusion alarm occurred on an ilet using a steel contact detach infusion set with 23-inch tubing, prompting multiple infusion set replacements and a subsequent alert verification and line test that showed no kinks or bubbles; delivery was resumed, and a dry run was advised to verify pump functionality, with recommendation to perform another supply change from a different box if needed. Symptoms included hyperglycemia to 344 mg/dl associated with the earlier occlusion and a prolonged pump disconnection for charging. Outcomes included patient and caregiver monitoring at home with no hospitalization and restoration of therapy delivery. Investigation included technical support troubleshooting, line inspection, alert review, and user education. Investigation of this case revealed that the alert cleared after supply change and testing, with no device malfunction observed during troubleshooting. It was concluded that the event was consistent with a transient occlusion resolved by supply change and system verification, with ongoing monitoring advised.